Manufacturer narrative:
Update to previous h11: update reference from "b3" to "b3/d10". H11: the actual device was not available; however, a companion sample was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed and the flow rate was found to be within the product specification range. The companion sample was determined to be conforming product. The reported condition was not verified on the companion sample. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
B3: the event occurred between (B)(6) 2024 and (B)(6) 2024. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor underinfused medication to the patient during infusion. The expected infusion time was 7 days; however, it was observed that approximately 75% of the expected therapy volume remained within the device and had not been delivered to the patient. The device contained 5% glucose and 82.37 ml 5-fluorouracil having a total volume of 252ml. There was no report of patient injury or medical intervention associated with this event. No additional information is available.